Manufacturer narrative:
Device was returned for investigation. Based on the inspection of the retrieved m6-c, in conjunction with the clinical data, and the provided information, the device showed evidence of in vivo mechanical failure. A loss of height and endplate translation was noted in the radiographs and the sheath had cleaved, and there was evidence of in vivo contact between the endplates, the majority of the fiber construct was missing, and the nucleus [core] was reported to have been shattered at the time of removal. At the time of removal, the surgeon noted that infection was present at c3-c4; however, no lab results were submitted. Further, the device at c4-c5 was retained and reported to have been intact, so therefore was retained. Additionally, this patient had a 2-level fusion below the disc replacements, performed at an unknown date prior to the implantations of the disc replacements. While it was not possible to determine the sequelae of events that led to the removal of this device, the device at c3-c4 had clearly failed at the time of removal and the reported infection likely contributed to the failure of this procedure. Further, the adjacent disc replacement and 2-level fusion may have also played a role. The build lhr was examined including the final inspection records and the in-process measurements. There were no relevant ncmrs associated with this lot. The devices met the m6-c product specification including the axial stiffness and flexural resistance specifications. Rmf 0003 rev 38 line 19.2. - dysphagia, hoarseness/dysphonia, vocal chord paralysis, airway obstruction, leading to major/surgical intervention, with explantation rmf 0003 rev 38 line 12.58. - infection, infected abscess or infected cyst (not involving resorption or osteolysis), leading to surgical/major intervention with explantation. Rmf 0003 rev 38 line 12.75 - device explanted.

Event description:
Information received states there was a revision with dr. (B)(6) on (B)(6) 2024. Patient reported symptoms of dysphasia and an infection was suspected. Specimen was sent to a lab. We received additional information from rep on 6/5/2024: dr. (B)(6) indicated there may be an allergic reaction involved. Patient had complained of difficulty swallowing three weeks prior and it continued to worsen. Patient was progressing well up until that time. Two 6l m6-c had been implanted on (B)(6) 2020 at c3-4and c4-5 adjacent to a prior two level acdf at c5-6 and c5-7. The surgeon was not certain what the revision plan would be until exposure was obtained. Once infection was suspected, tissue samples were obtained and sent to the hospital lab for cultures. At the revised c3-4 implant level, there was no annulus remaining, the nucleus was shattered, and the endplates were intact. There appeared to be some osteolytic changes at the affected level c3-4. The m6-c disc at the c4-5 level was intact.

Manufacturer narrative:
Device has not returned for investigation. Return of the device has been requested.

Event description:
Information received states there was a revision with dr. (B)(6) on (B)(6) 2024. Patient reported symptoms of dysphasia and an infection was suspected. Specimen was sent to a lab. We received additional information from rep on 6/5/2024: dr. (B)(6) indicated there may be an allergic reaction involved. Patient had complained of difficulty swallowing three weeks prior and it continued to worsen. Patient was progressing well up until that time. Two 6l m6-c had been implanted on (B)(6) 2020 at c3-4 and c4-5 adjacent to a prior two level acdf at c5-6 and c5-7. The surgeon was not certain what the revision plan would be until exposure was obtained. Once infection was suspected, tissue samples were obtained and sent to the hospital lab for cultures. At the revised c3-4 implant level, there was no annulus remaining, the nucleus was shattered, and the endplates were intact. There appeared to be some osteolytic changes at the affected level c3-4. The m6-c disc at the c4-5 level was intact.